Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the battery gauge was inaccurate. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.